Event description:
During robot-assisted laparoscopic bilateral inguinal hernia repair, the surgical tech inserted an rf detectable raytec using the laparoscopic grasper into the abdomen via an 8mm trocar/port. It was tight going in through the trocar, while pulling the raytec in and out. With the second raytec the surgical tech pulled out from the trocar, she noticed it was frayed, torn, and the rf micro capsule fell out from the green tag, which was originally attached to one corner of the raytec. All pieces were accounted for. FDA safety report ID# (B)(4).